Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report a device failure, no further information was provided. It is unknown if there was patient involvement.